Event description:
During an endoscopy procedure, the physician used a cook acrobat calibrated tip wire guide. The user felt resistance at the third passage with the stone extraction balloon. The wire guide and balloon were removed. The coating of the wire had come loose from the tip about 5 cm from the end. The user then used another manufacturer's wire guide with the same extraction balloon and could finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The wire guide is kinked at approximately 4.5 cm. Approximately 7.0 cm to 13.4 cm from the distal end, the wire guide covering has folded over itself. This folded over portion of coating is split approximately 7.1 cm to 7.3cm and 11.2cm to 11.9 cm from the distal end. Approximately 5 cm of covering is hanging off of the wire guide. Approximately 13.4 cm to 24.9 cm from the distal end is a section of bare core wire. The wire guide appears compressed approximately 279.7 cm from the distal end. A few rough surfaces are found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any section of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observe during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment as post market feedback continues to become available.